Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 480 mg/dl while wearing the pod. Once at the hospital the patients pod was removed. The patient reports having a stroke while in the hospital. The patient was treated while in the hospital. The patient was prescribed insulin as well as protonix, zoloft and losartan. The patient was discharged from the hospital to go to a rehabilitation facility after 2 weeks. The patients pod will not be returned as it has been discarded.